Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information, a cause for the reported difficult to remove from the anatomy could not be determined. The reported difficult gripper actuation was a result of the anterior leaflet wrapped around the anterior gripper. The reported failure to grasp the leaflets was a cascading effect of the reported difficult gripper actuation. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed with difficulty and when trying to grasp the leaflets, the anterior gripper arm got stuck on the anterior leaflet and would not come down. Troubleshooting was performed and the clip was freed. The clip was removed and not implanted. There was no damage noted to the leaflets. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.